Manufacturer narrative:
(B)(4) the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm valve was disabled after an implant duration of five (5) years, five (5) months, eleven (11) days due to mitral stenosis. A second device, a 26mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure. Both devices remain implanted. No additional details provided.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. Without additional information or return of the device the clinical observation cannot be confirmed.

Event description:
The patient was reported to be doing well.